Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injections of vanconex-cp (1gm, intraperitoneally, stat) and injections of tazar (4.5 gm, intravenously, twice daily). The patient was recovering from this peritonitis event at the time of the report and the pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): the cause of peritonitis was a touch contamination. On an unreported date, the patient was discharged from the hospital and recovered from peritonitis.the cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.